Event description:
According to the patient during an inguinal hernia surgery, the fixation device did not hold the mesh so the mesh moved to the bladder. All three of the tacks were found in the abdomen area. Pain killers and antibiotics were given. Concomitant over the counter meds given were probiotics. Event outcome include hospitalization, disability, permanent damage, and required intervention. Report number: mw5067862

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Five years after the original surgery, a second surgery was done to remove most of the mesh and the patient had improvement in his pain. However, a year later the patient started experiencing pain in the left lower quadrant and underwent another surgery to remove a tack found in the area. Patient lost minimal blood and received 700cc of fluid. Patient was stable and the procedure was completed with no complications.